Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure in order to treat stress urinary incontinence and a mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, recurrence, dyspareunia, and neuromuscular problems the patient underwent left knee surgery, cervix removal, hysterectomy, and pain pump installation in 2009. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent a laparoscopy with lso on (B)(4) 2010. No additional information was provided.